Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the display sometimes shows monitored parameters and sometimes it does not. The parameters being monitored disappear from the display, however, all other features of the display are available, i.e time, battery level, profile, menu, etc. The reported complaint is intermittent. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During the evaluation, the device was able to power on using both ac and battery power and illuminate correctly. On the first power up, the device was missing the parameters screen and was not able to get readings using a sensor. In the "about" menu, the mx software version was missing. When the device was power cycled, the mx parameters were again visible and measurements could be taken; however, the device could no longer see its serial number and the processor version. The software was updated and the device functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.